Event description:
Per the study: this pt experienced an abnormal stress test and unstable angina (ccs 3). Angiography revealed an 80% restenosis of a previously placed sonic stent (location and date of implant unk at the time of report). There was no thrombus present and there was timi iii flow within the target vessel. This was treated with the placement of an additional stent within the target lesion. The pt did not experience any increase in cardiac enzymes. The event resolved without sequalae and the pt recovered.